Event description:
A (B)(6) male pt presented for a nanoknife ablation procedure. It was reported that at the start of the procedure, the pt experienced atrial fibrillation. The nanoknife ablation was abandoned and the treating physician completed the case with radio frequency ablation (rfa). There was no report of permanent harm or injury to the pt due to this event. Medication was administered by the anesthetists to manage the sinus rhythm. The pt was reported to be in stable condition post rfa procedure. It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for eval.

Manufacturer narrative:
There was no indication of a device malfunction or a product problem. The nanoknife system includes single use electrode probes and generator. It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for eval. A review of the device history records was performed for the generator (serial number (B)(4)). The review confirms that the unit met all material, assembly, and performance specs. The user manual, which is supplied to the user with this unit, lists arrhythmia (atrial fibrillation or flutter) as a potential adverse effect. An investigation into the root cause of this event is currently in progress. The results will be sent via a follow-up medwatch. (B)(4).